Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin; however, the amount of insulin that had been delivered was unable to be obtained. The customer's blood glucose level was 159 mg/dl. The customer declined to reload the cartridge and understood the fill estimate information provided by tandem technical support.